Event description:
It was reported that the water was leaking from the catheter balloon during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received without the original packaging. Visual evaluation noted no obvious defects. It was attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a hole measuring 0.1330" on the inflation arm 0.1455" below the cap. This fails to meet specifications per inspection procedure stating cuts in lumens are not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be excess of temperature in the funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water was leaking from catheter during pretest.

Event description:
It was reported that the water was leaking from catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.